Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. There was a leakage from the instrument channel. The surface of the ultrasound transducer was found discolored. Amount of adhesion at the joint of the ultrasound transducer was too much. Olympus repair center scraped off some adhesion and confirmed that the device had no leakage or looseness compared with the same type of endoscope. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the black glue at the connection of the ultrasound transducer fell off. The user completed the procedure with the device. There were no reports of patient injuries related to this incident. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to applied external stress to the device. If significant additional information is received, this report will be supplemented.